Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced vomiting a lot and diarrhoea due to stomach bug. He experienced dka and was taken to the hospital. Based on the cgm reading the insulin pump was not providing enough insulin and the patient experience hyperglycaemia. The cgm reading was 8.4 mmol/l and the bg reading was 27.0 mmol/l. At the emergency room (ER) he was put under dka protocol with IV treatment 5% dehydration correction. 24h later the patient restarted on t-slim and dexcom new sensor, as he responded very well. After 24h the patient was discharged on (B)(6) 2025. The patient experienced 2 episodes hypoglycaemia while was in the hospital, no additional information provided and the patient was not wearing a dexcom device during the hospitalization. At the time of the report the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.